Manufacturer narrative:
Conmed received the bur guard, medium along with the handpiece for evaluation on (B)(4) 2014. Visual inspection of the bur guard found the unit failed critical acceptance criteria and that the bearing exhibited severe wear and could no longer remain seated in its intended location. As a result, functional and temperature testing therefore could not be performed, as the bur guard could not be safely seated on the handpiece due to the worn bearing. A review of the service records indicated that the recommended preventative (pm) was long overdue, as the bur guard was manufactured on 16-jan-2013 with no service/repair history found. In addition, a review of the lot history record showed of the lot containing (B)(4) units, there were no other similar complaints received for this item and lot number combination. The evaluation and testing of the returned surgairtome two handpiece was unable to duplicate or confirm the reported problem of "overheating", as the unit met the manufacturer temperature specification with a maximum temperature of 87f. However, further evaluation of the unit after it was dissembled found all internal components were severely corroded. Service records indicated that the pm was long overdue, as the handpiece was manufactured on 09-may-2006 with no service/repair history found. Over extended use and without proper preventative maintenance, wear and damage can occur to the handpiece and its associated bur guard causing them not to function at its optimum. The instruction manual informs the users of a 6 months service interval for the bur guards and every 12 months for the associated handpiece. To reduce the risk of the device overheating or injury to the patient, the handpiece instruction manual provides the following precautions and warnings: - prior to each use, all instruments & accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use & return the equipment for service. - in addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use. - as certain internal components (bearings) are known to degrade overtime, conmed linvatec recommends a six (6) months service interval for the bur guards and every 12 months for the associated handpiece. Failure to follow this service schedule may result in overheating or damage to the bur guard and/or handpiece, and may result in burn injury to the patient or medical personnel.

Event description:
The customer reported that during use of this bur guard, medium with a surgairtome two handpiece in a dental procedure on (B)(6) 2014, the female patient sustained a 2nd degree burn inside her mouth. The burn was described at approximately 1cm and was immediately treated with antibiotic ointment. As reported, the incident occurred approximately 15 minutes into the procedure. Once the burn was discovered, the use of the handpiece and the bur guard were immediately discontinued, and the procedure was completed with a back-up handpiece and bur guard. Other than a minor delay of a few minutes, the procedure was otherwise completed with no further complications or serious injury. The female patient was discharged as per routine outpatient procedure. One week postoperative report indicated that the burn had healed nicely and there was definitely no long term adverse effect noted.